Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was used with a balloon dilatation catheter that was successfully inflated seven times at 14 atmospheres in the patient, but the indeflator was unable to pull negative pressure. The indeflator was replaced with another indeflator to complete the procedure. There were no adverse patient effects. No additional information was provided.